Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The actual cause of death was unknown, but it was stated that it was diabetes related. Prior to her death, the customer stopped using the insulin pump. It was also stated that the customer no longer wanted to take her medication. The customer went to sleep, and never woke up. The caller did not know where the insulin pump was. Nothing will be returned.